Event description:
It was reported that there was oversensing/noise on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the right ventricular lead integrity alert. Rv lead integrity warning occurred on 10-dec-2014 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate nst episodes. Since 30-aug-2014, v sensing integrity counts up to 7384; vt-ns episodes with evidence of lead noise oversensing.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.